Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label and folded label with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing label and folded label was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sodium heparin (nh) blood collection tube has been found experiencing one occurrence each of a missing label and label lift off before use. The following has been provided by the initial reporter: it was reported that a tube was found without a label and one with the label folded. Per email: during tube inspection for r&d testing one bd vacutainer tube was identified without a label & one with a folded label. The product information is: catalog #: 366480. Batch #: 9095724. Date identified: (B)(6) 2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium heparin (nh) blood collection tube has been found experiencing one occurrence each of a missing label and label lift off before use. The following has been provided by the initial reporter: it was reported that a tube was found without a label and one with the label folded. Per email: during tube inspection for r&d testing one bd vacutainer tube was identified without a label & one with a folded label. The product information is: catalog #: 366480 batch #: 9095724 date identified: (B)(6) 2019.